Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy. The device was reprogrammed and remained in use for a few more years before being explanted and replaced due to normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.